Event description:
On (B)(6) 2012, pt's father reported his blood glucose level became elevated while he was in the hospital. Father stated pt's blood glucose level went up to 400-450 mg/dl. Pt's normal blood glucose level is 150-250 mg/dl. Father reported pt remained on the infusion device while in the hospital. Father stated they attempted to use the infusion device to treat his blood glucose level but it would not come down so they used a shot to treat his blood glucose level. Father reported the pt would not have been able to treat himself. Father stated they were able to bring the pt's blood glucose level down by using a shot of insulin. Father reported the pt's blood glucose level was not elevated prior to going to the hospital. Father stated the elevated blood glucose level occurred after arriving to the hospital due to stomach problems not related to diabetes. Father reported they were not sure what caused the elevated blood glucose readings. Father stated after leaving the hospital the pt's infusion device was controlling his blood glucose level correctly except for the last 3 days. Father reported there was not treatment for diabetes while in the hospital and the pt was released a few days after the call. Father stated the infusion device was not giving any error messages. Pt is using a competitor's infusion set. Father reported he believes the infusion device is delivering insulin correctly. No product return was requested.